Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. Reportedly, the customer successfully charged a separate electronic device using the same usb cable and wall adapter. The customer's blood glucose (bg) was 130 mg/dl. The customer reverted to manual injections for alternate insulin therapy.